Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level. Pump data indicated that customer changes cartridge every 3-4 days.

Manufacturer narrative:
(B)(6) 2014 follow-up: customer reported that no further alarms have occurred. The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.